Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the insulin pump had each new battery when inserted. Customer stated that the insulin pump lose power without warning. Contacts were not missing or damaged. Customer stated that the battery compartment and spring were corroded. Customer stated that the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm and failed battery test noted. Insulin pump received with corroded battery tube and slightly corroded battery tube spring noted.